Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported a fluid leak in the cassette door area of the cycler. Patient completed treatment on the cycler and when removing the cassette fluid spilled out of the door. The patient later reported that her effluent was clear and did not experience any adverse events. Culture tests were not performed. Prophylactic antibiotics were not prescribed. Patient performed continuous ambulatory peritoneal dialysis in order to complete treatment. The set was discarded.